Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 4. On (B)(6) 2025 loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.